Event description:
It was reported that the patient performed a factory reset on the ilet due to recurrent low blood glucose, then required assistance to complete setup to resume automated dosing and returned the system to bionic mode; the patient did not want to announce meals, and coaching discouraged using a meal announcement to correct blood glucose, after which additional training was assigned. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms. Investigation included troubleshooting and user education conducted by support and assignment for additional training. Investigation of this case revealed user handling and setup factors following the factory reset, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.